Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis in good condition with a scratched screen. The device was powered up and alarmed ec 1660 , which is an issue with processor on the circuit board. The circuit board will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump issued alarm 1660 . There was no reported serious injury to the patient.